Event description:
It was reported that a liquid optics interface (loi) direction error was displayed after negative pressure connection which occurred before laser fired and was unable to continue the next step. Then, there was a larger white bubble above the mark point visible on the screen, which could be successfully identified after replacing the loi. However, the patient's conjunctiva was relaxed, the negative pressure was removed during the cutting process, the cutting failed to complete, and the astigmatism release incision failed to be completed. No further information available.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section e1: email address: unknown/not provided. Section e1: initial reporter telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.